Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen form implantation utilizing a large flexnav delivery system. When the non-abbott guide wire crossed the annulus, the patient developed third degree atrio-ventricutral block (avbii). Temporary pacing of 80 beats per minute (bpm) began which stabilized the patient. The 27mm navitor was then implanted successfully, with trace perivalvular leak and no gradient. A post bav was performed with a 23 non-abbott balloon. The patient left the operating room with the temporary pacemaker inserted. When woke from anesthesia, the patient developed 2:1 av heart block. The condition was initially monitored for improvement with a temporary pacemaker, however on (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve is correctly sized based on provided annular dimensions, there was no anatomical or tissue/calcium interference affecting expansion, there were no deployment difficulties, the patient had a history of left bundle branch block, right bundle branch block, trifascicular block, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient developed atrio-ventricular block after the guidewire crossed the annulus, and the pvl was trace with no gradient. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.